Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the second firing of the device, it fired but produced malformed staples. The failure was detected visually. The device was not fired across staple line(s). No buttressing material was used. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The lack of adequate proximal support would also cause a steeper orientation angle of the stem thereby causing an increase in stress and further decreasing the load carrying capability. In cases with compromised proximal femoral support, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture of the stem. This type of stem fracture has been reported to the FDA for stems from other manufacturers where the conclusion reached for the fracture of the stem was a lack of proximal support.

Event description:
It was reported that revision surgery was performed due to a fracture of the device while golfing.